Event description:
This report is filed because the deployed clip partially detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and posterior leaflet restriction. There was calcification observed on the posterior leaflet. Visualization during the procedure was noted to be difficult due to the calcification. The first clip delivery system (cds 41017u1/(B)(4)) was advanced to the mitral valve leaflets. Difficulty was noted during grasping, but the clip was successfully implanted. The mr grade was reduced to 2; however, the mr then increased to 3-4. The clip had partially detached from the anterior leaflet and remained securely attached to the posterior leaflet. There was a small tissue bridge between the anterior leaflet and the clip. An additional clip was then deployed for treatment and the mr was reduced to 2. The patient was confirmed to be clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned for analysis; therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets and partial clip movement can include, but are not limited to, patient conditions (such as anatomical morphology/ pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets and partial clip movement on the leaflet may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the reported challenging patient leaflet pathology, in conjunction with the difficulties in visualizing the clip and leaflet assessment, resulted in the difficulties grasping the leaflets and partial clip movement. Based on the information reviewed, the reported difficulty grasping the leaflets and partial clip movement appear to be related to procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no previous incidents reported for partial clip movement or difficulty grasping the leaflets from this lot. Based on the information reviewed, there is no indication of a product deficiency.